Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s pain was out of control, so they turned on the stimulation. The patient felt sudden tingling/stinging at the ins site. It was reported that the patient felt intermittent shocking at the ins. The caller thought that the patient may be feeling the sensation with the stimulation off as well. No further complications are anticipated.